Event description:
The pt was bilaterally implanted with smooth salines on 3/11/97. Subsequently, it was noted that the pt had developed infections in both breasts and the prosthesis were removed. This report was submitted to the FDA pursuant to new"MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filling of reports for events, which were previously not MDR reportable events per 21cfr803.